Manufacturer narrative:
The device has not been returned to olympus medical systems corp.(omsc) but was returned to ocg for the repair. The evaluation of the device by ocg confirmed the following; there was evidence of external stress applied to the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by loosening of the screws due to external stress on the bending section and the passive bending section. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus (B)(4) (ocg) and found that the screw securing the passive bending section was detached. And the bending section was disconnected from the passive bending section. There was no report of patient injury associated with this event.